Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2021 hm showed atrial threshold above limit with sensing trending down and recording showing undersensing. Advised to evaluate lead further. On (B)(6) 2021 this lead was capped due to dislodgement.